Manufacturer narrative:
Concomitant medical products: 37712 pain stim ipg, implanted: (B)(6) 2010; 39286-65 pain stim lead, implanted: (B)(6) 2010; c2tr01 device, im planted: (B)(6)2013.

Event description:
It was reported that the left ventricular (lv) lead exhibited high pacing impedance and there had been a decrease in biventricular pacing due to premature ventricular contractions (pvc). A suspected lead fracture was noted, along with suspicion of noise oversensing leading to an increase in pvcs. Follow-up indicated the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.